Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The complaint states: ¿the complaint states "opening cmw2 cement and on opening the glass ampule of liquid, a shard of glass broke off into the cement. It could be retrieved was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences no¿ this complaint cannot be confirmed as the alleged defective device was not returned for investigation. Device history lot : device history reviewed 24 sep 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. Expiry date: 31-may-2020. Quantity released: 4220. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Opening cmw2 cement and on opening the glass ampule of liquid, a shard of glass broke off into the cement.